Event description:
It was reported that cartridge alarms occurred during insulin delivery. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A manual correction injection was administered to address bg. Customer loaded a new cartridge to resolve the issue.